Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v183295, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6). The patient stood up and didn¿t know that they needed to go. The patient was not being able to adjust stimulation. The patient programmer showed a ¿call your doctor¿ icon and had a power on reset (por) condition today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.